Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility rep(s). "I called [name removed] and she said that the low map was set to 16, but the map was 15 cm. She noticed the red light on for the alarm but no audible alarm. She checked it with the high map alarm as well, and it won't alarm either. I asked her how long this unit has been on the pt, she said for a few days she thinks. As far as she knows this is the first time anyone noticed the alarm wasn't working. She isn't sure if it was working before putting it on the pt or if it just happened. I asked her if they were going to swap the unit out with another one and she said they do have another unit they can swap it out with. I recommended they swap the unit out with another one. She said ok that they would do that. Suggested she than have biomed look at it etc. She understood."

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility rep.(B)(4). On (B)(4) 2013, carefusion sent a letter via email to the user facility seeking add'l info concerning the reported event, the condition of the pt and repair of the device. As of (B)(4) 2013 there has been no response from the user facility. Should add'l info become available or if the unit becomes available for eval. Carefusion will submit a f/u medwatch report.